Event description:
The manufacturer received information that a patient with a millennium m10 concentrator device is deceased. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported. Therefore, based on the information available at this time, the device did not cause or contribute to a serious injury or death. A report will be filed with all regulatory agencies.